Manufacturer narrative:
Concomitant medical device: product ID 6947-58; lead implanted: (B)(6) 2009, product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had high thresholds and in one position had no capture. The lead was removed and no lv lead was implanted. No patient complications have been reported as a result of this event.